Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a damaged bipolar yaw pulley. A broken piece was missing as a result of the damage. Size of missing piece is approximately 0.04¿ x 0.03¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Failure analysis found the primary failure of broken bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have insulation damage to the conductor wire. The electrical continuity test still passed. Material appeared to be lifted off, and exposed the bare wire upon articulation of the wrist assembly. No thermal damage was observed. Failure analysis found the primary failure of insulation damage to the conductor wire to be related to the customer's second reported complaint. The root cause is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 10 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being classified as a reportable event due to the following conclusion: a bipolar instrument with damaged conductor wire insulation and exposed wires could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, damage was noted on the fenestrated bipolar forceps instrument insulation and plastic part on the head. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was observed during central processing. It is unknown when it occurred. No issue was reported from the operating team. The insulation of the black cable was found to be damaged. Additionally, thermal damage was observed.